Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2012-00092. On (B)(6) 2007, a monarc sling was implanted. It was reported that, as a result of the implant, the pt experienced pain, erosion, dyspareunia, bleeding, hematuria, incontinence, utis, pulmonary nodules, bruising, numbness. On (B)(6) 2012, the pt required surgical removal of the implanted mesh. The report indicates that the pt has suffered past and future bodily injuries, disability or physical impairment and has sustained permanent injury.